Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "a lot of liquid and moisture" was found on a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was observed when the over pouch was opened at the hospital prior to use. The location of the leak was unspecified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. Functional testing was performed by filling the exactamix bag, and a leak was observed from the spike port tubing weld in the back of the bag. Microscopic inspection was performed and revealed a small tear/hole in the back of the bag. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.